Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected battery. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and failed battery test noted. Device received with broken reservoir tube lip and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. (B)(4).